Event description:
Pt required explant of left breast implant due to malpositioning and malformation. It was also noted to have an indentation in its midportion and a band was noted across the implant.